Event description:
Lasik surgery 2014. Painful eyes 24/7, dense, dark eye floaters that swirl around and plaque my vision. Horrific night time vision disturbances. Lasik has destroyed my life. I was (B)(6) at the time of the procedure and now I'm (B)(6), and things are only getting worse with my eyes.